Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified, severely tortuous lad lesion exhibiting 100% stenosis (cto). No damage was noted to the device packaging or issues noted removing the device from the hoop / tray. The device was inspected and negative prep was performed without issue. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered while advancing the device but no excessive force used. Stent dislodgement was reported to have occurred during advancement and pull back in the lesion. It was reported that the cto was fixed, but that the dislodged stent ended up in the iliac artery and couldn't be removed. An attempt had been made to snare the stent.